Manufacturer narrative:
The subject device was received, evaluated and the investigation is ongoing. A supplemental report will be submitted upon final completion of the investigation. Additionally, follow ups were made to gather additional information regarding the reported event, however, were unsuccessful as no response is received. Supplemental report(s) will be submitted should any relevant new information is available and / or received.

Event description:
It was reported, the camera head does not focus. The issue occurred during preparation for use for an unspecified procedure . There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): "warning ¿ if an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to theequipment and/or patient injury, bleeding, and/or perforation. ¿ when the endoscopic image does not appear normal on the monitor, the image sensor may have been damaged. If electric power supply is continued for a long time, the camera head can become hot and could cause operator burns. In this case, turn the video system center off immediately. ¿ if the endoscopic image on the monitor should unexpectedly disappear, freeze during a procedure and cannot be restored, or focus adjustment cannot be controlled, turn the video system center off and then on again. If the image still cannot be restored, immediately turn the video system center off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. Keeping the endoscope inserted into the patient, feeding air/water, or performing suction or treatment without an endoscopic image is extremely dangerous. If an endotherapy accessory is being used, withdraw it in the safest manner before withdrawing the endoscope. In addition, be sure to prepare another camera head to avoid interruption of the procedure." Pg. 29. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head does not focus. The issue occurred during preparation for use for an unspecified procedure . There were no reports of patient harm.